Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On 01/21/2025, the pediatric patient experienced a seizure while asleep, approximately four days after the sensor was applied to the arm. At the time of the event, the dexcom app displayed an estimated glucose value (egv) of 115 mg/dl, while a fingerstick (fs) reading showed a blood glucose level below 40 mg/dl. The patient¿s mother administered glucagon, after which the seizure resolved. The patient was then transported to the hospital, where she was found to be euglycemic. The dexcom app was not checked during the hospital visit. No additional medication was administered, and the patient remained in the hospital for approximately 2-3 hours. At the time of this report, the patient is stable and doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.